Event description:
The surgeon inserted an aa4204vf silicone plate lens but the lens tore. The lens was removed with no patient injury. The reporter stated it was unknown as to why the lens tore. A back up lens was implanted.